Event description:
It was reported that the patient had a surgical procedure to implant an artificial urinary sphincter(aus) device after having a previous sling device implanted by another physician. The effectiveness of the sling was unknown. A procedure outcome was not reported.